Event description:
It was reported that cardiac perforation leading to a pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted. Following the deployment and implant of the closure device, the patient experienced a cardiac tamponade. The pericardium was drained, and the blood was bright red. A surgical thoracotomy was performed, and the laa was sutured. Following the surgical thoracotomy, it was found that the laa wall was damaged by the closure device as there was a small tear in the body of the laa wall seen. The patient was stable following this intervention and was transferred to the cardiac care unit (ccu) seven days post procedure.

Manufacturer narrative:
B5: describe event or problem - updated with patient discharge note.

Event description:
It was reported that cardiac perforation leading to a pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted. Following the deployment and implant of the closure device, the patient experienced a cardiac tamponade. The pericardium was drained, and the blood was bright red. A surgical thoracotomy was performed, and the laa was sutured. Following the surgical thoracotomy, it was found that the laa wall was damaged by the closure device as there was a small tear in the body of the laa wall seen. The patient was stable following this intervention and was transferred to the cardiac care unit (ccu) seven days post procedure. It was further reported that the patient was discharged from the ccu approximately three weeks post procedure.